Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that under-infusions were observed with an unspecified quantity of access sets during administration of ciprofloxacin. It was further reported after the infusion, an unspecified volume "up to 20%" of medication was left behind in the tubing. This was observed when medication was administered via gravity infusion (not using a pump). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.